Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the right lower paratracheal node during a transbronchial needle aspiration (tbna) procedure performed on (B)(6) 2023. During the procedure, the needle tip broke and remained lodged in the right lower paratracheal node. The patient underwent a computed tomography (CT) scan, which confirmed the needle tip was lodged in the node and they were discharged the same day. The needle tip could not be retrieved without mediastinoscopy or video-assisted thoracoscopic (vat) surgery. The procedure was completed using an alternate device and the patient's outcome is currently unknown.

Manufacturer narrative:
Block g4 (premarket/510k): k163248, k151895. Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment. Block h10: investigation results: the returned acquire pulmonary needle was analyzed and it was found that a portion of the distal tip of the needle was detached. Additionally, a photo of the device outside the patient was provided by the customer and it is possible to observe that the distal tip of the needle was detached. The reported event is confirmed. It is possible that the needle tip could have detached due to operational factor such as needle insertion technique or a tangential load applied at the time of puncture. Based on the analysis of the returned device and all the information available, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the right lower paratracheal node during a transbronchial needle aspiration (tbna) procedure performed on (B)(6) 2023. During the procedure, the needle tip broke and remained lodged in the right lower paratracheal node. The patient underwent a computed tomography (CT) scan, which confirmed the needle tip was lodged in the node and they were discharged the same day. The needle tip could not be retrieved without mediastinoscopy or video-assisted thoracoscopic (vat) surgery. The procedure was completed using an alternate device and the patient's outcome is currently unknown.

Manufacturer narrative:
Block g4 (premarket/510k): k163248, k151895. Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment.